Event description:
The caregiver describes two separate incidents, the first in (B)(6) of 2018 and again in 2019 (date unknown) where the stroller seat was not adequately attached to the base and the seat fell from the stroller base. Upon becoming aware of the recall, the caregiver contacted sunrise medical to notify of these two incidents. No new incident transpired and no serious injuries occurred during either of the two reported incidents.

Manufacturer narrative:
Background information: please reference zippie voyage recall (res# (B)(4)) regarding new remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a known potential malfunction on the part of the caregiver when not adequately attaching the detachable seat from the early intervention stroller. Full details of the voluntary field safety notice are filed within sunrise medical recall file 2937137-6/28/21-001-c. Father stated that he did not have tether installed. Caregiver stated that he believes that he did not adequately attach the seat to the base and his child fell forward hitting his head and suffered an abrasion but did not seek medical care. He reports that a second incident occurred sometime in 2019 (date unknown) where he believes that the positioning straps interfered with the seat being able to attach to the stroller base. He went on to state that he was calling in at this time due to his awareness of the product recall. No new incidents occurred and no serious injuries resulted. Discussion: based on the caregiver's own description of the incidents, root cause of the reported incidents is most likely due to the caregiver inadequately attaching the detachable stroller seat to the stroller base. This detachable configuration is a user requirement (market requirement). There is no malfunction of the stroller base, but due to the nature of the potential injury for serious injury or death, this issue is being filed although there is no malfunction of the device. The issue may be the result of lack of a failsafe device such as the voyage safety tether kit which will be sent out to all device owners as part of the aforementioned recall. Conclusion: while there is no malfunction of the device leading to the fall, due to the unexpected detachment and lack of a failsafe device, this MDR is being filed. The voyage 2021 recall addresses the remediation of this device. No further investigation will be performed in this case.